Manufacturer narrative:
Batch review performed on 18 march 2021: lot 1111998: 11 items manufactured and released on 02-feb-2012. No anomalies found related to the problem. Since 2017 to date, no other similar events have been reported on this lot. Additional device involved: hip general 01.10.10.131 offset-30° broach handle - left lot. 1111157. Batch review performed on 18 march 2021: lot 1111157: 15 items manufactured and released on 12-sept-2011. No anomalies found related to the problem. Since 2017 to date, no other similar events have been reported on this lot. Additional device involved: hip general 01.15.10.0133 straight amis broach handle lot. 1952432 batch review performed on 18 march 2021: lot 1952432: 60 items manufactured and released on 03-sept-19. No anomalies found related to the problem. To date, another similar event has been reported on this lot.

Event description:
During the same surgery the broaches handles disassembled while the surgeon was switching from a broach to the next one. The surgery was completed successfully using extra straight broach handles, but there were 40 minutes of delay due to this issue.